Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarms 05, 20, and 30 occurred during the load sequence. Reportedly, the customer had followed the prompts during the load sequence. Customer's blood glucose level was 150-160 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issues.